Manufacturer narrative:
H6; code 100: the instrument was received with the right side of the spoon broken off. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument's dissecting spoon had broken during surgery, making the instrument non functional. The instrument was received with the right side of the spoon broken and the piece which had broken off was returned in a separate bag. There was evidence that the instrument was torqued due to the bend in the cover between the handle and the tip, the shaft however was straight. Comments: the spoon thickness, design, and material have been modified to reduce the occurrence of this incident. Conclusion: all instruments received were cycled repeatedly and found to function as inteded. The reported incident could not be duplicated.

Event description:
The device was used for a laparoscopic gastric banding. It was reported that the device did not release safety shield on entry. The device cannula came apart-it would not stay locked together. A second trocar was introduced to complete the surgery. There was no consequence to the pt. The used trocars were discarded. Four unused, sterile instruments are being returned for analysis.